Event description:
(B)(6) year old male baseball player with alpsa repair of left shoulder, in (B)(6) 2005. In (B)(6) 2006, required add'l surgery due to decreased range of motion and pain. Dr. (B)(6) met with manufacturer in (B)(6) 2006.